Event description:
Title: pacemaker exchange. It was difficult to insert the ventricular pin in the new pacemaker header despite unscrewing all the way. After the lead was inserted, the screw was only partially screwed and there was evidence that the screw was broken and there was no evidence of any portion of the broken screw being lost in the patient. The pulse generator was replaced by a new st. Jude pulse generator which was put into the patient. Patient did well following the replacement procedure.